Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece. Electrical tests did not find any indication of conductor fractures. Shorts between conductors were found at the partial lead consistent with procedural damage. Visual inspection found a full breached outer insulation degradation proximal to the connector boot. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.